Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The pt reported that she attempted to use the ez breathe atomizer to alleviate symptoms of an asthma attack w/o success. She reported that the device failed to produce a mist from the asthmanefrin inhalation solution. Instead of seeking medical attention, the pt returned to (B)(4) in order to exchange the investigated device for a new atomizer.